Manufacturer narrative:
There were no metal shavings present in the device upon evaluation. Preventative maintenance was performed, and the device was returned to the customer.

Event description:
It was reported that at the user facility the device was producing metal shavings. There was no report of the metal shavings entering a surgical site. No further information regarding this event was available.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that at the user facility the device was producing metal shavings. There was no report of the metal shavings entering a surgical site. No further information regarding this event was available.